Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse restarted the erbe and no issues were noted. The customer had not power cycled the erbe during or after the case. The erbe monopolar functioned normally during test drive, and the system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. A system log review revealed no relevant erbe faults.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The operating room (or) staff called into technical support after the surgeon had already converted the case to open due to the monopolar energy issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked what they had tried to get it working. The reporter wasn't in the room when they had the issue, but she was told they tried both monopolar ports and two different energy cables. She was not sure what other troubleshoot steps were taken. The tse reviewed the logs and found no erbe faults for that day, or the last couple of days. The procedure was converted to open. The customer called back to see if there was any way to determine on how many times instrument energy cords have been used. The tse explained that there is no visual indication of how many times the cord has been used. The tse informed the customer about some of the things to look for (i.e. Question marks, no energy, degraded energy).